Event description:
Always in pain and getting infections, been in ER for inflammatory pelvic disease and my body aches a lot. My body is not the same as before, I regret getting it, never had infection or nothing till essure, almost been hospitalized for infection down there.